Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin vial had air bubble. Customer¿s blood glucose level was 18 mmol/l. Customer mentioned there were bigger than soda pop up size of air bubble in reservoir. Air bubbles was bigger than champagne bubbles. Air bubble noticed during therapy. Customer reported that the air bubble was not remove successfully. The reservoir will not be returned for analysis.